Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro:1233395 it was reported that a system failure occurred. Patient involvement is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed upon receipt, the top case was cracked in the front, and the plunger head had contamination. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is attributed to customer induced contamination. Replaced the clutch halves left and right with leadscrew and spring, worm coupling and gear as preventive measure. The parts were over 10 years old. Replaced the battery and interconnect board as it would not take a charge. Updated the motor mount, installed a cable guard and performed function and delivery tests. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Event description:
Additional information received on 31-may-2022. As far as the users technician knows there was no patients involved. They did not see any history other than routine pm and a few corrective maintenance for each.